Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing, minor scratches and a cracked lcd lens screen were found. Also a speaker beeper failure was found where they had no sound. The lcd screen was replaced, both speakers (front and back) were replaced, a full pm (preventive maintenance) was performed. A root cause of the event was established to be the average usage of the device (5 years old). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a scratched device lens and that device had no alarm sound. No patient injury was reported.